Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced an occlusion alert and did not observe any leaking or obvious issues with the supplies. The patient was using a steel infusion set and reported a blood glucose level of 225 mg/dl after recently eating and announcing the meal appropriately. The patient later contacted support again reporting an occlusion alert on the device while using a longer infusion set. The patient was instructed to disconnect from the pump and perform a fill tubing process to rule out an occlusion in the tubing, which appeared clear. A site change could not be completed at that time due to the unavailability of assistance, and the patient was advised to call back once able to proceed. The patient subsequently called back and successfully completed the supply change, reporting a blood glucose level of 191 mg/dl. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.